Event description:
It was reported that the procedure was to treat a chronically totally occluded right coronary artery. A progress guide wire was advanced to the lesion; however, it went into the wrong channel and when removing, approximately 20 mm of the tip separated and embedded in the artery wall. A little force was applied to remove the proximal portion of the guide wire and there was no resistance noted as it was being removed. Another guide wire was used and the procedure was successfully completed. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. Cine review confirmed the tip separation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.